Event description:
Onguard spike port falling out of bag. Detailed inquiry description: customer has had several episodes of onguard2 spike port adaptor falling out or coming loose. The spa separated inside the bag in preparation for transport. In this case, the set was circle primed and the luer lock adapter os still connected to the spike port adapter which came out of the bag. Injury- no.